Manufacturer narrative:
(B)(4): a follow up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips healthcare that the heartstart mrx does not read/acquire etco2. There was no patient involvement.